Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient grabbed a stair railing while falling. Afterward, the right atrial lead exhibited increased capture thresholds and a sensing anomaly was also noted. The physician suspected a micro dislodgement had occurred. On (B)(6) 2017 the lead was successfully was capped and replaced. The patient was in stable condition post surgery.